Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured when final abutment was torqued. The implant was removed and the site grafted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The event that was initially submitted on report MFR - 0002023141 - 2019 - 01293 on dec 13, 2019 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the investigation of the reported device. No further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event. The following sections have been updated: b5: describe event or problem. H10.

Event description:
It was reported that the implant at tooth site #9 loss integration and was removed. Product experience report (per) indicated that the implant moved from the bone when final abutment was being torqued in place. The site was bone grafted and left for healing.